Event description:
During a pci treatment procedure, the balloon ruptured at 11 atms on the second inflation. The first inflation was to six atms. The lesion being treated was a calcified, 100% stenotic lesion in the proximal to apical portion of the left anterior descending coronary artery. The physician used a 6f medikit introducer sheath for vascular access, a 6f launcher jl4 guide catheter and a conquest pro guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.